Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". Last blood results in memory: "hi", "hi", 168mg/dl, 159mg/dl, 178mg/dl. Expected blood glucose results were 150-200mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "hi". Last blood results in memory: "hi", "hi", 168 mg/dl, 159 mg/dl, 178 mg/dl. Expected blood glucose results were 150-200 mg/dl. No adverse event reported.